Event description:
Patient felt painful stim and discomfort in midnight and went to emergency room for treatment. Patient was in middle of moving and lifting heavy boxes. Patient was made comfortable after the ER visit. Healthcare professional turned of the stimulation and ran impedances. In that bipolars were high and unipolars were normal. Patient was given the spare patient programmer and adjusted to comfortable stimulation in vaginal area. Additional information received by medtronic representative as patient was in ER due to shocking being felt in their bladder area medially into lower pelvic area. Caller assumed that stim was still on. Patient was constantly urinating per caller. Patient was at home when they started to getting shocking and sudden return of symptoms. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep stated that the patient went to the emergency room because they were feeling pain. The rep met with the patient and ran impedances. Three of the combinations came back with high impedance, and the program the patient was on was one of these that were reading as high impedance. The other programs came back normal. The rep changed it to a new program resulting in the pain subsided and patient feeling comfortable stimulation in their vaginal area. It was noted that the patient was in the process of moving to a new home and mentioned that they were lifting heavy boxes and had fallen in the process and that is when they started to experience the pain. The rep followed up with dr. (B)(6) and since changing to a new program, with normal impedance, the patient was doing fine and their pain was gone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.